Manufacturer narrative:
Correction: please retract this report 2017865-2025-1007689, the same issue was previously reported as 2017865-2025-90393.

Event description:
During a remote follow-up, episodes of noise and alleged lead damage were. Technical support was contacted and recommended reprogramming to resolved the event. Lead damage was alleged, but unconfirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.